Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to when the left side of the pump/keypad is pressed the pump display fades out then shuts off, which was not reproduced but confirmed through a review of the device event history log as improper shutdown messages. The cause was determined to be depressed battery pins that were unable to rebound as designed. The rear case was replaced. Additional information: connection issue.

Event description:
It was reported when the "when the left side of the pump/keypad is pressed the pump display fades out then shuts off." It was also reported there was no patient involvement.